Manufacturer narrative:
The technician found that the left foot siderail was hard to unlock as well as to lock, but it was still locking. The technician took the locking mechanism and spring apart, cleaned all the debris and buildup off, and replaced the latching mechanism to repair the bed.

Event description:
(B) (4) alleged they could not get the right intermediate siderail to latch at the up position. The siderail would not stay up. When they released it, it fell back down to the lower position. No injury reported.